Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No additional information was provided.

Event description:
The customer reported that the 8800 system would lock up. No reports of patient injury received.